Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer changed set and site several time and issue persisted on different nights. Customer's blood glucose was over 600 mg/dl. Customer eventually resolved issue with a complete set change and declined troubleshooting.